Event description:
In 2007, the lay user/patient contacted lifescan another country alleging her one touch ultra test strip vial was damaged. The medical affairs specialist sent follow-up questions to the customer service representative (csr) to ask the patient. This case is being classified based on those responses. The same day, the pt rec'd a punctured vial notification from lifescan and decided to contact customer service. She told the csr she had experienced several hypoglycemic events in the past while testing with her one touch ultra meter which she 'had no explanation for." She says the bottom of the vial had been damaged sometime within the last three months although she cannot remember the exact date. She cannot remember when she had opened the vial. She mentions that her last hypoglycemic event happened several weeks ago although she cannot remember the date. She states her symptoms were shaking and sweating. She took some glucose and honey and felt better shortly thereafter. She did not receive any medical attention. She said she had been eating normally during the time leading up to the incident and took her insulin based on her normal schedule that day. The pt takes a form of rapid insulin for diabetes and adjusts according to her meals but did pt specify how. She takes at least 12 units of insulin in the morning, 18 units at noon, 12 or 15 units in the evening and 6 units at night. She also takes oral cortisone. In addition to diabetes, the pt also suffers from hypertension, cancer, and rheumatism and is bedridden. The customer could not give any meter readings but mentioned that at times when she compared her meter to another meter, the one touch ultra usually reads high. She reported one time getting blood glucose results of "190 mg/dl" with a lifescan meter and "70 mg/dl" on another meter, performed within 10 minutes of each other. She has not had any further symptoms since the hypoglycemic incident several weeks ago. She now tests up to 8 times a day on another meter. The csr could not determine any further troubleshooting info during the troubleshooting telephone call other than the fact that the bottom of the vial was punctured. The test strips were replaced. This complaint is being reported because the pt alleged having several hypoglycemic episodes and seeing higher readings on her meter compared to other meters' readings. The test strip vial was damaged, which can cause inaccurate readings if test strips are exposed to the air.